Event description:
It was reported that the patient presented for remote follow up via merlin.net after inappropriate anti-tachycardia pacing (atp) was delivered by the implantable cardioverter defibrillator (ICD). Inappropriate high voltage therapy was attributed to either slow ventricular tachycardia (vt) or supraventricular tachycardia (svt). No interventions were made. The patient was stable.